Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported failure mode of instrument's tips could not be open. The grips were not stuck and when input disc was manually rotated, the instrument's tips were able to open/close. Additional observation not reported by site was a broken cable. One of the snake wrist cables was found to be broken at the distal most snake wrist disc. The snake wrist could not be properly straighten and the wrist motion was non-intuitive as a result of damage. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a davinci si gastric bypass procedure, the customer was unable to open the bowel grasper instrument's tips. No patient harm, adverse outcome or injury was reported.